Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The wall panel was replaced to resolve the issue. A: no report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the foot panel latch was broken. There was no patient involvement.